Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient's blood glucose levels reached 24.9 mmol/l (449 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks. When the pod was removed, it was noted that the cannula appeared bent.

Manufacturer narrative:
The returned device was determined to be operating as expected during insulet's evaluation. No problems were found that could conclusively be attributed to a deficiency in insulin delivery. The soft cannula was observed to have a bend, however the bend was observed to have occurred post use.